Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported sound is not working at all and there is a speaker malfunction error. No adverse event involving patient or user was reported.